Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was proximal stent fishmouthing post procedure and the patient experienced headaches and infarcts were present. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right terminus internal carotid artery. The landing zone was 4.0mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was good on (B)(6) 2025 as device appeared well apposed. It was reported that femoral access with neuron max 80cm and navien 072 placed to right internal carotid artery. Initially, the physician wanted to place coils into the lesion. A phenom 17 was taken to the aneurysm jailing technique, however, the coil would not sit within aneurysm and was therefore removed, and phenom was removed. A phenom 27 was taken to the m2 segment, sim and size used to accurately size device. A 4.5 x 14 was taken and the device deployed with no issues. The physician was happy post deployment with apposition and neck coverage. The patient presented on (B)(6) 2025 with headaches. A cta was performed which showed infarcts. There was no deficit. The vantage appeared to have fishmouthed to the proximal segment. The physician planned to schedule patient for placement of a bare metal stent to pin the proximal end using an atlas stent. This was performed on (B)(6) 2025 with no ballooning required. The procedure went smoothly and patient appears well post procedure and the physician was happy with the result. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a neuron max 80cm penumbra sheath, navien 072 guide catheter, and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event was mistakenly recorded that this is ica however this is in fact basilar terminus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the event was not determined. It is unlikely the headaches or infarcts were related to medtronic devices as the device looked well opposed at the time of deployment, the fishmouthing appearsto have occurred post deployment.